Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery, self-test and a21 tests. No unexpected a13, e13 or a21 error alarm noted during our testing. The insulin was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was unknown. Customer was advised to insert a fresh battery and pump returned to normal function but pump display was blank. The customer was advised to revert to backup plan and the device will be replaced.